Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant precision results using the inratio2 meter. Pt self tester received a new inratio2 meter that was reported to have sat out in the sun for approx 9 hours when received. User also reports that his meter is running about 1.5 inr higher than other meters he compared with (no data provided). Pt was given lovenox on (B)(6) 2011.